Event description:
It was reported during a band adjustment, unable to access port for 1st adjustment - port rotated 180 degrees and clips retracted. Action taken: port revised and stitched. No patient consequence.

Manufacturer narrative:
(B)(4).information was not provided by contact. Information unavailable. The...